Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6), 2010, the pt was implanted with the gore tag thoracic endoprosthesis to treat an acute type b dissection. On a (B)(6), 2010 a type a dissection was noticed which was treated with cardiac surgery. The cause of the dissection is unk. The pt was discharged from the hospital and is doing well.